Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient spent 5 hours in the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 567 mg/dl while wearing the pod between 36 and 48 hours. Despite good faith attempts to obtain additional details, no information regarding further diagnosis or medical treatment was provided. The patient's blood glucose history is as follows: (B)(6).